Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion issue on (B)(6) 2026 as patient received an occlusion alarm and the blockage was located in the tubing. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.